Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment of a dissection using gore® tag® thoracic branch endoprosthesis devices and gore® tag® conformable thoracic stent graft with active control system. The gore® tag® thoracic branch endoprosthesis (aortic component) was implanted most proximally, and the gore® tag® conformable thoracic stent graft with active control system was implanted distally. On (B)(6) 2026, the patient was transported on an emergency basis. However, the patient died due to a retrograde type a dissection (rtad). The physician stated that the rtad was not observed on angiography during the initial procedure. The physician also stated that, during the initial procedure, the pull-through wire intended for placement of the side branch component may have deviated from the portal and passed alongside the aortic component, and that, during this corrective maneuver, a load may have been applied to the vessel (ultimately, another pull-through wire was created, and the side branch component was successfully implanted without issue). However, since the rtad occurred one month after the procedure, other contributing factors cannot be ruled out, and the exact cause remains unknown.